Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user received an error message while searching for their patients name. Error message displayed: an unexpected data constraint violation occurred. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user received error message when searching for their patient's name. A technical support specialist connected to the station and verified that the error did not appear when testing all accessible functions using the account. After reviewing the station logs, an issue was identified with one of the tables in the station database requiring an update. The customer was requested to log in to the pes webpage, navigate to settings and devices, select the mip2 station, open its device settings page, and click save. After waiting five minutes, the station could be logged into and used normally. Knowledge article (cannot enable critical override at a station; unexpected data constraint violation) was referenced, showing a similar error sample related to critical override. The knowledge article steps were followed to check the server database, and the affected station was verified in the list. Issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.